Event description:
Caller states the pt tested 6.2 inr on the coaguchek s system and 2.7 inr on a comparison lab. Coumadin was reduced from 5mg/day to 2.5mg/day. No adverse event reported. Requested return of suspect system and replacement was sent.